Event description:
It was reported that during a da vinci-assisted general surgical procedure, a broken branch of a forceps instrument was observed. The customer does not have more info than the email from customer see below. No patient injury reported, just defect instrument. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the forceps was checked before the surgical operation and it was in perfect condition. There was no patient injury or harm. No fragments fell into the patient. There was no surgical delay. There was no other davinci instrument used during the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the issue was reported with no product information. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: it appears that one of the grips could be bent backwards leading to a possible breakage/separation of the yaw pulley.